Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. Customer stated that time was advancing more than one minute. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at act and down arrow button due to flattened (no creased) dome switch noted. Connector was inspected and locked on lcd board noted.